Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a150203 captures the reportable event of a band difficult to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic treatment of esophageal varices procedure performed on (B)(6) 2024. During the procedure, when the handle of the ligator was rotated fully, the distinct click sound was heard; however, the band did not deploy. The handle had to be rotated in full rotation twice in order for the ligator to deploy the band. The handle portion of the knob was difficult to deliver. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.